Event description:
The device was implanted in 9/85, for arterial infusion of drug. On 1/16/97, the MFR's distributor contacted the MFR and reported that a foreign distributor has reported that a facility in their territory is being sued by a pt due to suspected device leakage. (Due to the language barrier, the foreign distributor forwarded all info to the american distributor who then translated this info and forwarded it to the MFR). The pt was reported as being a 53 year old male. The device was implanted at a foreign facility which is reported to be experienced in the implantation of these devices. The pt then decided to have the therapy/device maintenance performed at a different facility, also foreign. In approx 3/96, the pt experienced "chest infarctions" and the device was discovered to be leaking. The pt is now suing implanting facility. The implanting facility reported that x-rays were taken post implant which confirmed proper catheter placement. The implanting facility feels that the device was not being accessed properly and this is what caused the device to leak. The distributor was unable to provide the lot number for the device and also did not know when the device was explanted or its location at this time. The distributor requested info which could verify that this device had received FDA market approval. This info was then forwarded to the distributor as requested.